Manufacturer narrative:
(B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation and stenosis in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve after an implant duration of approximately 12 years, nine (9) months due to severe aortic insufficiency and stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. Transthoracic echo images were obtained. Post-transcatheter aortic valve replace, there was no aortic regurgitation. The procedure was successful and no complications were noted. During the surgery, the patient also underwent ptca of the right common iliac artery with non-flow limiting dissection. The patient tolerated the procedure well and was observed in the ccu post operatively. The patient was discharged home on pod #2 in stable condition.